Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2007 and mesh were implanted. She had another surgery on (B)(6) 2011, for and intraabdominal abscess and infected mesh at (B)(6) hospital. She was admitted to (B)(6) hospital center for ¿repair of recurrent incisional hernia; mesh explanation¿ on (B)(6) 2012. Mesh was removed and adhesions lysed. The patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/24/2019.